Event description:
Reportedly, when the surgeon went to fire the instrument, it did not sound right. Upon opening, the staples fell out into the pt cavity and it did not staple. Surgeon sutured to complete. No pt injury.